Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) passed away. The cause of death was reported to be sudden cardiac events. It was not reported if the patient was connected to the hc device at the time of death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted.